Event description:
The product was used during a laparoscopic hernia procedure. Reportedly, a component disengaged. The surgeon was able to remove the component without any pt injury.

Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA.